Event description:
Event details: customer states that they are using a 30ml and 50ml bd syringe and they are seeing an oily or fatty residue on the inside towards the tip of the syringe. They are unsure what it is or if it should even be there. They have been using it on patients for a clinical study and are unsure if it will cause any harm to the patients since they don't know what it is. Customer is unsure how many occurrences there are. Please verify if there is any color within the substance? Is it clear? No, the substance is clear."

Manufacturer narrative:
Initial MDR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.